Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoirs. Inspected the snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process due to an occlusion. The customer's blood glucose was 349 mg/dl. The customer's mother was unsure if the customer had been getting the correct amount of insulin through the night. She stated that they did not receive the alarm until they tried to treat him for breakfast. The caller was advised to disconnect from the device, disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. She did not have a plunger but used a pen to manually push, but insulin did not exit. She stated that they did not have another infusion set with which to test. She was advised to change the entire infusion set system as soon as possible.